Event description:
Pt sent to or. Stent graft was placed and the pt eventually had to go to surgery and died postoperatively. The graft did not malfunction. The anatomical situation was such that the doctor could not solve the problem with the stent graft.